Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that one of the nose pins was sticking out too far, which was consistent with normal wear over time. It was further determined that the loctite had broken down and washed away during cleaning. It was observed that the device had a cracked flex circuit potting which was consistent with normal wear over time. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set-up, it was discovered that the motor device was overheating. There were no delays to the surgical procedure as spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.